Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 50 cm diameter thoracic aortic chronic type b dissection starting at the origin of the left subclavian going down into the common iliac artery. A valiant stent graft was implanted across the left subclavian and up to the left carotid to exclude the dissection proximally. The left subclavian was laser fenestrated to perfuse the left arm and vertebral artery. While laser was being used, a reliant balloon was inflated multiple times in the proximal stent graft to aid in fenestration. The final angiogram showed a dissection in the brachiocephalic artery at the placement of the bare metal of the stent graft. The physician said that the dissection could have been caused by the ballooning or the bare metal of the valiant stent graft. The patient did not have any symptoms and the procedure was concluded without incident. The blood pressure in the right arm was 10mm below the pressure in the left arm. The right carotid and vertebral arteries appeared patent. The event has resolved and the patient will be monitored for any complications for the dissection. The physician stated the event was related to the device and procedure. No additional clinical sequelae were reported and the patient is fine. Image review analysis: review of a single angio image confirmed that a valiant stent graft had been implanted beginning just distal to the left common carotid artery, and extending distally across the arch. The descending thoracic was not visible in the film. The lsa was being perfused by a stent/ fenestration. The stent graft and great vessels were all patent, and no endoleak other obvious stent graft issues could be seen. Images during ballooning or the laser fenestration were not available for review. The cause of the events could not be determined from this single still image.

Manufacturer narrative:
(B)(4).